Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E4. The initial reporter also notified the FDA on 2026 march. Medwatch report is (B)(4).

Event description:
It is reported, noted IV tubing separated at safety clamp that goes into pump channel. This caused amiodarone to spill before line could be primed.

Manufacturer narrative:
Additional information: h. Attached medsun investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information